Event description:
The customer reported via phone call indicating that the insulin pump alarm an a33 during prime rewind. Customer's blood glucose was 119 mg/dl. The customer stated insulin is squirting out during manual process. Customer stated that the drive support cap is sticking out. The customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.